Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly - corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly - stall due to shaft/bearing¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that there were 2 other motor stalls and recoveries noted in the logs besides the motor stall and recovery noted on (B)(6) 2019. The cause of the motor stalls were not determined. No further complications were reported or anticipated.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted patient, device, method, result, and conclusion codes related to this event may have been updated or added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that she experienced withdrawals related to the event.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (100 mcg/ml at 68.93 mcg/day), bupivacaine (2 mg/ml at 1.37 mg/day), and morphine (7.5 mg/ml at 5.17 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump status and/or event logs noted a motor stall and recovery. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative which indicated that the pump had been replaced. No further complications were reported/anticipated.

Manufacturer narrative:
The manufacturer¿s device registration system indicates that the pump was replaced. If information is provided in the future, a supplemental report will be issued.